Event description:
See MDR#: 1036844-2012-00209 fort the first kit used on this pt. It was reported that a second kit was opened and during insertion, the guide wire unravelled as the dilator sheath was inserted. As a result, everything was removed and a third kit was opened and used successfully for the pt. There was a delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.